Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the complaint of leakage near the filter was received from the customer. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation.a device history record review could not be performed on model 20350et because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the extension set w/.2mf, smartsite & texium experienced leakage. The following information was provided by the initial reporter: the customer has the defective set however it has chemo in it. It leaked where the tubing meets/is fused with the filter.